Manufacturer narrative:
(B)(4). Batch #: t9451c. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: did the white tissue pad break off? Is the white tissue pad completely missing from the clamp arm of the device? Did the patient experience any adverse consequences due to this issue? As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the harmonic ace clamp released the sealant. A new clamp was required.